Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the inner components of the packaging were entrapped within the seal of the outer packaging.